Event description:
The home patient (hp) reported they were overfilled and fluid overloaded while using the homechoice cycler for apd therapy. In 2002, the hp reported feeling overfilled with fluid and was instructed to perform a manual drain. Follow up with both the hp and the hp's healthcare professional (hcp) reveals that upon further investigation, they do not feel that an overfill of solution had occurred. According to the hcp, they do not know how much fluid the hp may have manually drained and cannot confirm that an overfill had occurred. Hcp relates that while investigating this incident, the hp and hp's relatives related that the hp had been eating excessive amounts of salty foods, including broth and pickles and had become fluid overloaded. As a result, the hcp had the hp hospitalized on 01/02 where pt received repeated rapid manual exchanges of 4.25% dextrose solution and was then released the next day.